Manufacturer narrative:
An event of resistance being felt while removing the device and a fibrous like substances adhering onto 1-2cm of the tip of the delivery cable was reported. The device was received for analysis which found that a red colored fiber-like material was adherent to the delivery cable. This fiber was sent for analysis and was found to be biological material. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. As the fiber/biological material was found after removal of the device from the patient, it could have come from the patient's body. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 11mm amplatzer septal occluder (aso) was implanted as usual with use of a 7f amplatzer trevisio delivery system. The physician did not encounter any difficulty or resistance with the device implant. After the aso was implanted in the defect, the delivery cable was detached from the aso without any issue. When the delivery cable was being pulled into the trevisio delivery sheath, resistance was felt. After pulling out from the patient, fibrous form like substances was visually confirmed adhering onto 1-2cm of the tip of the delivery cable. The physician alleged that although the aso was able to be detached from the delivery cable as usual, resistance was felt while the delivery cable was pulled into the delivery sheath. So the polyester fiber might have been accidentally tangled by the cable. At present, no findings have been confirmed under echo observation and fluoroscopy of the aso after placement. The product box containing the delivery system did not appeared damaged in any way. Patient stable, no additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.